Event description:
The customer reported that the ortho provue analyzer interpreted negative reactions as positive (1+) during donor confirmation testing. Visual inspection of the gel cards were negative. No erroneous results were reported. A false positive result may lead to the misclassification of a patient's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
No definite root cause was determined. Two ocd field engineers were on site and made adjustments to the reader camera, gripper and probe alignments. The instrument was returned to expected operation. This customer has not logged any complaints against this analyzer since the incident. (B) (4).